Event description:
Information received indicates the bed exit alarm works at the bed but does not send a nurse call.

Manufacturer narrative:
The technician replaced the communication j-box circuit board to repair the bed.